Event description:
I had total hip replacement on (B)(6) 2009. I received a depuy total hip pinnacle acetabular cup sz mm 56. Prior to surgery, I had disabling pain involving the left hip with almost all activities. After surgery, the pain went away but then in the fall of 2012, I started having ongoing lateral hip pain with pain radiating down the leg. I had an MRI of my left hip which showed large fluid collection measuring 6cm x 3cm. There was also some moderate pseudocyst with it and also small, which looked like a pseudotumor. I had a revision of my left total hip replacement on (B)(6) 2012 requiring additional hospitalization. Reason for us: severe osteoarthritis of the left hip. Rehabilitation from (B)(6) 2012.